Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid volume accuracy testing due to fill 1, drain 1 and fill 2, drain 2 exceeded the limits. The rite volumetric specification is 774.00 - 821.00 ml and rite volumetric test results were fill 1: 828.3 ml; drain 1: 828.8 ml; fill 2: 826.6 ml; drain 2: 826.9 ml. The assignable cause was determined to be piston foams disintegrated & piston cracked. The device was found not to meet specification. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. No patient injury or medical intervention was reported.